Event description:
It was reported that a user experienced high blood glucose after announcing and eating lunch while using the ilet, changed the infusion set as a precaution, and later received a high glucose alert; no device or use problem was identified and no specific component was implicated. Symptoms included hyperglycemia with headache and dry mouth. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and the event was categorized as an adverse event without an identified device or use problem and with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.